Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not secure and were falling off of tissue. No additional information available. It is unknown how case completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed four clips as intended; finally the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.